Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: unable to confirm or duplicate 'blank' screen during investigation. The screen is illuminated and functional at startup..observed multiple cs 052, 054 alarms in history at time of event. No por was observed before the cs 052, 054 alarms..observed the text on the display screen is dim/faded and discolored. Unrelated to the complaint, the battery compartment has a small crack extending up from the primary seal. No issue with loss of power. No evidence of moisture damage in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.